Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Multiple abrasions were detected on the leads body. In particular, 16 cm proximal to the lead tip the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing and inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the deformed rv shock coil and a fracture conductor cable most likely occurred during the extraction procedure due to tensile stress. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 gained no further information. The analysis of the provided iegm episodes revealed artefacts on the farfield and rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 165 months, oversensing with inappropriate therapies was reported.